Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Same cases as: 2134265-2015-00161 and 2134265-2015-00098. It was reported that an automatic pullback failure occurred. During procedure, an ilab ultrasound imaging system was used in conjunction with an coronary imaging catheter and a sled to perform automatic pullback. However, it was noted that the motor drive unit (mdu) was sometimes unable to perform pullback. Also, it was further noted that the mdu connection, which was connected with the sled, was damaged. No patient complications were reported and the patient's status is stable.